Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the anchor was already broken and could not be used. It was found when the angio-seal poly-foil pouch was opened, and the anchor was attempted to be inserted into the sheath. The device was not used and another angio-seal device was used to continue the hemostasis procedure. Hemostasis was successfully achieved by the second device. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 10 mm, and the size of the sheath ancillary used was 8 fr. There was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One used 8fr angio-seal evolution device was received for product analysis. The hemostatic sheath was returned along with the carrier tube assembly. The returned components were subjected to visual analysis where blood-like substance was found. The carrier tube assembly was not properly mated with the hemostatic sheath. The bypass tube was inserted into the hemostatic valve. The anchor of the carrier tube assembly was fully exposed and the collagen appeared swollen. The deployment sleeve was in the forward lock position. The returned device was then inspected with microscopy. There was no deformation present on the hub of the hemostatic sheath. This indicates that the hemostatic sheath and carrier tube assembly were not properly mated. The anchor was then inspected, there were no anomalies noted on the anchor. The anchor appeared fully formed with no nicks or scratches. Functional testing was then performed by attempting to slide the bypass tube over the anchor. This was not able to be accomplished as the collagen was already swollen preventing the bypass from moving into the manufacturing position. Tension was then applied to the anchor which released the collagen and tamping tube from the carrier tube assembly. There is no evidence that this event was related to a device defect or malfunction. The complaint could be confirmed for a dislodged bypass tube. The anchor was not broken or deformed as indicated by the complaint description. The complaint description describes "the anchor was attempted to be inserted into the sheath" which was confirmed by the insertion of the bypass tube into the hemostatic valve. The user attempting to insert the anchor likely led to the detached bypass tube.